Event description:
It was reported patient death occurred. A concomitant procedure (ablation/left atrial appendage closure (laac)) was being performed on a patient with multiple comorbidities including end stage renal disease. Lab staff reported that when the patient arrived at to the hospital, she had a very high systolic blood pressure in the 200s which remained labile. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use for the laac. Transesophageal echocardiography (tee) imaging was completed prior to starting the procedure and a small pericardial effusion and pleural effusion were noted on the left side of the heart near the apex. The appendage was difficult to image and the physician stated the patient heart appeared small. The physician obtained access for the transeptal puncture (tsp) utilizing a mid-mid stick. Once tsp was completed, the physician inserted the faradrive and then a 35mm farawave catheter for the ablation. A boston scientific (bsc) electrophysiology clinical representative was the mapper for this case. The bsc rep was not able to visualize the change from flower to basket on the mapping system. The physician recommended changing the connecting cable. The bsc rep then suggested the catheter was not working appropriately and recommended switching it out. The physician opted to continue with intracardiac echo (ice) and fluoroscopy imaging. The physician ablated the pulmonary veins, posterior wall and mitral isthmus with a total of 44 applications. The physician completed an electrophysiology study then moved on to the laac portion. The physician used a pigtail catheter to complete a contrast injection which appeared larger than the measurements on tee. The decision was made to proceed with a 20mm wds using a trusteer access system sheath. The physician did one deployment and landed it in a perfect position. Position, anchor, size and seal (pass) criteria was met and the 20mm closure device was released. The patient's blood pressure continued to be labile throughout the procedure, and the patient was never tachycardic. The physician noted a small increase in size of pericardial effusion. The physician continued to watch effusion for 5-10 minutes. Per the physician, the patient's heart function appeared to have decreased prior to initial exam. The anesthesia gas was turned off and heart function improved over the next 5 minutes. The decision was made to extubate and send the patient to cardiovascular observation unit (cvou) with a close monitoring. About 10 minutes after arriving to cvou, the patient was bradycardic in the 30s and unresponsive. Epinephrine was administered and patient blood pressure was now 200s/79, heart rate 190, and patient was heard to be talking. Transthoracic echocardiogram (tte) showed some increase in pericardial effusion. The physician asked another cardiologist to examine the echocardiogram and patient. The patient was transferred to intensive care unit (ICU) where she was intubated. The patient was then started on multiple pressors. An arterial line was placed which showed a large difference in blood pressure compared to non-invasive blood pressure (nibp). Nibp was significantly lower. The physician decided to bring patient back to the catheterization laboratory to drain the pericardial effusion. The patient became hypotensive and coded prior to draining the effusion. Cardiopulmonary resuscitation (CPR) was started, and the physician placed a pericardial drain. An unknown amount of bloody fluid was removed. Labs showed blood glucose in the 30s, and an unreadable hemoglobin/hematocrit. The patient was given 2 units of blood in the rapid transfuser. The patient coded for around 45-60 minutes before the medical team decided to stop resuscitation efforts. The patient was pronounced dead.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60200 batch # 0036595830. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension, arrhythmia (bradycardia, cardiac arrest), pericardial effusion (additional device required) and death (medication and imaging required, intensive care, intubation, resuscitation, blood transfusion). Risk review: a risk review was completed and confirmed that the events of hypotension, arrhythmia (bradycardia, cardiac arrest), pericardial effusion and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported patient death occurred. A concomitant procedure (ablation/left atrial appendage closure (laac)) was being performed on a patient with multiple comorbidities including end stage renal disease. Lab staff reported that when the patient arrived at to the hospital, she had a very high systolic blood pressure in the 200s which remained labile. A watchman trusteer access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) was selected for use for the laac. Transesophageal echocardiography (tee) imaging was completed prior to starting the procedure and a small pericardial effusion and pleural effusion were noted on the left side of the heart near the apex. The appendage was difficult to image and the physician stated the patient heart appeared small. The physician obtained access for the transeptal puncture (tsp) utilizing a mid-mid stick. Once tsp was completed, the physician inserted the faradrive and then a 35mm farawave catheter for the ablation. A boston scientific (bsc) electrophysiology clinical representative was the mapper for this case. The bsc rep was not able to visualize the change from flower to basket on the mapping system. The physician recommended changing the connecting cable. The bsc rep then suggested the catheter was not working appropriately and recommended switching it out. The physician opted to continue with intracardiac echo (ice) and fluoroscopy imaging. The physician ablated the pulmonary veins, posterior wall and mitral isthmus with a total of 44 applications. The physician completed an electrophysiology study then moved on to the laac portion. The physician used a pigtail catheter to complete a contrast injection which appeared larger than the measurements on tee. The decision was made to proceed with a 20mm wds using a trusteer access system sheath. The physician did one deployment and landed it in a perfect position. Position, anchor, size and seal (pass) criteria was met and the 20mm closure device was released. The patient's blood pressure continued to be labile throughout the procedure, and the patient was never tachycardic. The physician noted a small increase in size of pericardial effusion. The physician continued to watch effusion for 5-10 minutes. Per the physician, the patient's heart function appeared to have decreased prior to initial exam. The anesthesia gas was turned off and heart function improved over the next 5 minutes. The decision was made to extubate and send the patient to cardiovascular observation unit (cvou) with a close monitoring. About 10 minutes after arriving to cvou, the patient was bradycardic in the 30s and unresponsive. Epinephrine was administered and patient blood pressure was now 200s/79, heart rate 190, and patient was heard to be talking. Transthoracic echocardiogram (tte) showed some increase in pericardial effusion. The physician asked another cardiologist to examine the echocardiogram and patient. The patient was transferred to intensive care unit (ICU) where she was intubated. The patient was then started on multiple pressors. An arterial line was placed which showed a large difference in blood pressure compared to non-invasive blood pressure (nibp). Nibp was significantly lower. The physician decided to bring patient back to the catheterization laboratory to drain the pericardial effusion. The patient became hypotensive and coded prior to draining the effusion. Cardiopulmonary resuscitation (CPR) was started, and the physician placed a pericardial drain. An unknown amount of bloody fluid was removed. Labs showed blood glucose in the 30s, and an unreadable hemoglobin/hematocrit. The patient was given 2 units of blood in the rapid transfuser. The patient coded for around 45-60 minutes before the medical team decided to stop resuscitation efforts. The patient was pronounced dead.